Event description:
On (B)(6) 2025, a patient called stating they have been experiencing a lot of hypoglycemia (no bgs reported) with her latest event requiring her husband to intervene and give the patient glucagon to treat the low. The user stated they have reset the pump multiple times. Ems was not called for this event. Customer care advised the patient to contact their hcp. The customer stopped using the device. No further information was provided by the patient during the call.

Manufacturer narrative:
He DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. Based upon the reported information, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.